Event description:
It was reported that the patient had a rotator cuff procedure of the left shoulder on (B)(6) 2013. The patient stated he followed his post-op instructions and his physical therapy. During physical therapy he was experiencing a lot of pain. He went back to the surgeon and an x-ray was taken of the shoulder and in was discovered the screw was loose and had started to migrate out of the socket .the patient decided to seek out a different doctor for the second surgery. He met with another surgeon who removed the implant and debrided the area of damaged tissue and did not insert a new implant. Revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of the event are improper bone preparation, implant over insertion in patients with insufficient quantity or quality of bone, implant may have cracked or broke when it was initially inserted going unnoticed by the surgeon and/or patient post-op non-compliance. Product directions for use (dfu-0087) states that post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Product directions for use contraindicates the use of this device in patients with insufficient quantity or quality of bone. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.